Event description:
The customer reported that they were experiencing telemetry drop outs in mx40's connected to pic ix. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips investigated the issue and found that it is consistent with a sw defect in the access points which affects network dropouts. The hospital had all of their access points upgraded to (B)(4) to resolve the issue.